Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 1/18/2025. During follow up on (B)(6) 2025, the user reported experiencing a severe low bg event, reaching 39 mg/dl. The issue began after the user was running high post-meal and received correction insulin. While bg was still dropping, the user announced a lunch and later, while at 50 mg/dl, announced a breakfast bolus of 6.7 units. The user does not recall doing this and believes they were confused at the time. The user was also developing a stomach bug that morning. During the event, the user's wife called emts, who administered glucagon and glucose gel. The user's bg improved, and they became more comfortable. The user also consumed orange juice and coke with their wife's assistance. Immediate symptoms included confusion and sweating. The user was using a dexcom g7 continuous glucose monitor (cgm).